Manufacturer narrative:
Om 7/3/2019. Mentor received the device for analysis. Device evaluation summary: during evaluation of the device, it was observed to be intact. Leak testing was performed and it revealed a rupture in the anterior aspect measuring approximately less than 0.1 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate plus profile 425cc, catalog # 3502425, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 425cc and experienced a deflation on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor smooth round moderate plus profile, catalog # 3502425 on (B)(6) 2019.